Event description:
The customer reported that the loudspeaker does not work anymore. The device was in use for monitoring at the time of the alleged malfunction. There was no report of an adverse event.